Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer had big differences between his sensor glucose versus blood glucose readings. The customer stated that his sensor glucose was 100 mg/dl and his blood glucose was 44 mg/dl. The customer stated that in the morning, his sensor blood glucose was 400 mg/dl and his blood glucose was 216 mg/dl. The customer stated that he did not know was caused his fluctuations. The customer troubleshooted and his blood glucose was 96 mg/dl while his sensor glucose was 156 mg/dl. The customer stated that when he turned the pump back on, his sensor reading was 93 mg/dl while his blood glucose was 96 mg/dl. The customer was advised to tape the transmitter down with the tape.